Manufacturer narrative:
Visual inspection of the returned components identified that the ef 11mm shim was missing one ball bearing and spring. The ef 14mm and gh 14mm shim were missing both ball bearings and springs. Minor scruff marks were noted on the backside of each component. Measured dimensions were conforming to print specifications. This device is used for treatment. A product history search identified one other complaint for the part and lot combination of the ef 11mm shim and no complaints for the part and lot combinations of the other returned shims. It is unknown what method was used to clean the devices. The investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during deployment. This field section has been reported to the FDA under (B)(4).

Event description:
It is reported that the instruments were returned due to the ball bearings being noted as missing.

Manufacturer narrative:
This report will be amended when our investigation is complete.